Event description:
I went into the hosp with a heart attack while wearing zoll life vest, but before the (B)(6) 2018 I had two other stents put in by abbott called xience sierra drug eluting stent. I have now been put on hospice from the stent I had open heart surgery and a defibrillator, all from stent; all done within a year and 7 months. My heart function has went down. It was pumping 30 to 40% and now it's pumping 15% to 20%. FDA safety report ID# (B)(4).